Manufacturer narrative:
The aspiration and dispense check valve malfunction may potentially impact staining performance. No erroneous staining result was reported by the customer in connection with this incident. No patient or user harm was indicated. Patient information has not been provided by the user.

Event description:
The dutch customer reported bubbles in the tubings of the instruments and that there was the staining alteration in the control slides. The customer was unable to continue using the instrument and stated that the samples will be repeated. The field service engineer reseated tubings in z head to prevent air bubbles on the tubings and replaced the aspiration and dispense check valve. The instrument is fully operational, within specification and ready for the user. Diagnostics was not altered.